Event description:
The facility representative reported a flogard infusion pump with a broken cable. The event was reported to have occurred upon power up in the emergency room. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "cable broken" was confirmed during service evaluation. Service determined that the ac cable was broken. The ac cable was replaced to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.